Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device pocket was reddened and an infection was suspected. No culture was performed to confirm the infection. The pocket was surgically cleaned and the device remains implanted. The patient was stable.